Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6)2010. (B)(4)

Event description:
It was reported that the right ventricular lead had elevated threshold. The lead remains in use. No patient complications have been reported as a result of this event.